Event description:
It was reported from (B)(6) that the patient had received several "no power" alarms. The patient swapped the batteries but the alarms persisted on two (2) out of the four (4) batteries. The patient was brought to the hospital using dc power. The patient was placed on ac power in the hospital and there were reportedly no further alarms. All four (4) batteries were exchanged and the patient given new batteries. The patient was kept in the hospital for twenty-four (24) hours for observation and monitoring and remained clinically stable. The batteries will be sent back to the manufacturer for evaluation.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. Three of the four reported batteries were returned for evaluation. Battery ((B)(4)) was not returned despite multiple attempts to obtain it. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported event could not be confirmed. Analysis of the devices revealed that the batteries met specifications. The batteries passed visual inspection and functional testing. Applicable risk documentation and experience with events of similar circumstances were considered; events with power disconnect alarms are often attributed to a poor mechanical connection between the battery and controller which results in the controller losing electrical connection. Batteries received on (B)(4) 2015.

Manufacturer narrative:
All four (4) batteries are part of a field safety notification but not a recall. This device is used for treatment and not diagnosis. The heartware® ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The heartware® system is designed for in-hospital and out-of-hospital settings, including transportation. This event is a known malfunction which is currently under investigation by the manufacturer and covered by a CAPA. Patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Device remains implanted.